Manufacturer narrative:
As part of normal complaint follow-up, an eval of the event is being conducted at mako surgical. The part has been issued return material authorization (RMA) but has not yet been returned for eval. A supplemental report will be filed if additional results are obtained.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic sys (rio) and the restoris pst implant sys. During the case, the square screw head of the 3 pin clamp instrument broke. The surgical outcome was successful with no known harm to the pt.